Event description:
It was reported that the patient presented with inappropriate shock exhibited by the implantable cardioverter defibrillator. Additional information was requested, but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the reported event will continue to be monitored and trended.